Manufacturer narrative:
According to the treating physician, the patient is in normal healing process with anticipated (balance issue) side effect. Therefore no investigation is needed.

Event description:
Following brain treatment for tremor, patient mentioned in a call with the clinical educator that she "falling a lot" (imbalance). This follow up report is submitted to reflect treating physician response (see section h10).

Manufacturer narrative:
This case is still under investigation.

Event description:
Following brain treatment for tremor, patient mentioned in a call with the clinical educator that she "falling a lot" (imbalance).